Manufacturer narrative:
The manufacturer did not received the device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal on metal (mom) devices from literature. Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU (d011500213). This is unfortunately pt dependent and can occur with a low percentage rate with all kind of metal on metal based products. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a durom acetabular component 56/50 code p on (B)(6)2006 on the right hip and underwent a revision surgery on an unknown date due to fluid collection, possible pseudo tumour and high cobalt level in blood.